Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with product packaging and label. The stylet and cannula were in their initial position (not primed). The sample was not cocked (primed), as the arrows could not be seen in the ready window. The device was functionally tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was than attempted to be rotated again but would not rotate to retract the stylet. The sample was disassembled and the internal components examined. The cannula hub and the stylet tang were found to be broken. The investigation is confirmed for a break, as the cannula hub and stylet tang were found broken on returned sample. The investigation is also confirmed for device inoperable, as the device could not be functionally tested due to the broken cannula hub and stylet tang. The root cause for this event was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. See scanned page.

Event description:
It was reported that during preparation for an ultrasound guided biopsy, the device would not cock, and it sounded like a plastic internal part broke off. Another device was used to perform the biopsy. There was no reported pt involvement.